Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and facial never stimulation with device use; however, the issue could net be resolved. The device was explanted on (B)(6) 2013. The patient was reimplanted with a new device (date not reported). The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
This report is filed november 13, 2013.